Event description:
It was reported that customer experienced issues with pump and described a malfunction. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and no corrective actions or troubleshooting steps were documented because technical support was unable to follow up with customer.